Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: a review of the pump black box showed evidence of a cs 088 alarm. The ez-prime steps and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no internal moisture observed. There was no damage to the printed circuit board or internal components found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.